Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date and h6: impact codes with device explantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. The total removal of the system was planned to be performed at another hospital. There were no additional adverse patient effects reported. This pacemaker remains in service. Additional information indicated that the plan for extraction was successful. And all the explanted products will not be returned to bsc for analysis.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. The total removal of the system was planned to be performed at another hospital. There were no additional adverse patient effects reported. This pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.